Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. The customer¿s blood glucose reading at the time of incident was 2.3 mmol/l. The customer was treated with food for low blood glucose. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not believe the insulin pump was over-delivering. Customer was unsure if the auto mode was in use because blood glucose was required and calibration was required but not accepted. The insulin pump will not be returned for analysis.